Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a small dissection was caused by the arterial sheath of the neuroprotection system (nps) in the common carotid artery. An unplanned additional stent was used to cover the dissection. The procedure was completed with no further complications reported.